Event description:
It was reported that the two implantable pulse generators (ipg) were attempted, not implanted. The physician was unable to engage the setscrews with the wrench. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Final functional testing by the rpa resulted in all tests passing except ventricle hold capacitor leakage with a measurement of 1879na. The device was submitted to the pal with the request to investigate the cause of the excess hold capacitor leakage. Pal analysis confirmed the ventricle hold capacitor leakage failure through automatic functional testing. The capacitor (c40) was completely isolated from the hybrid and no significant leakage was confirmed. Additional pal analysis did not reveal any findings that accounted for the excess hold capacitor leakage. The ventricle set screw was found in the connector bore. Correction: UDI#. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.